Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week post implant procedure the pacing lead exhibited high thresholds. It was noted that the micro dislodgment of the lead was suspected. The lead was at first reprogrammed, then repositioned at the later day and remains in use. No patient complications have been reported as a result of this event.